Event description:
It was reported that port implant realize band by dr (B)(6) the patient returned to the hospital and had the band explanted on by dr (B)(6). Due to the original surgeon had left that facility there is limited information. The patient was confirmed to have slippage. The hospital will not release the product at this time. Patient was released home in stable condition.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device retained by account.

Manufacturer narrative:
(B)(4). Additional information: d4, 10; g4; h2, 3, 4, 6 components returned were as follows: the straight band/balloon with 42cm of catheter and the tubing strain relief floating on the catheter. The velocity port with the locking connector. Upon visual inspection, it was observed that the edge from the buckle was returned cut on both side, cut probably performed during the explant of the band. The balloon was filled with 25 ml of water and then the water was removed. There was no leak observed on the balloon. The actuator ring from the injection port was returned in locked position, hooks were deployed. Locking connector was in locked position. Per visual microscopic inspection, it was noted that the septum was least punctured 18 times. Per the reported event of band slippage device analysis could not confirm events that are physiological in nature. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.